Event description:
The customer reported that the device cannot measure.

Manufacturer narrative:
(B)(4): the customer reported that the device cannot measure. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.